Event description:
Customer reported hospitalization due to high blood glucose. Customer passed out. The blood glucose reading was over 400 mg/dl. The sensor glucose and blood glucose reading are different. The sensor reads 40 mg/dl and the actual blood glucose reading is 181 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.